Event description:
Many health problems (hair loss, fatigue, joint pain, dry eyes, memory loss, forgetfulness). Diagnosed with rheumatoid arthritis and secondary sjogrens in 2018. FDA safety report ID# (B)(4).